Event description:
The customer stated that the o-rings were not positioned properly inside the reservoir. Nothing further was reported.

Manufacturer narrative:
During analysis, it was found that the o-rings on the reservoir were out of groove, causing the reservoir to leak. It could not be confirmed if the customer received the reservoir damaged because the reservoir was returned opened and used.